Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: in a 0.30 x 13mm (30g x 1/2) hypodermic needle box there are several of these needles that are clogged and unable to use.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation in an opened blister pack. The returned sample was visually examined and it was observed that the returned sample was clogged as light was not able to pass through the sample. It was also noted that the blister pack had not been opened as intended by peeling the blister pack apart but rather had been opened by pushing the needle hub assembly through the top paper webbing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. It was also noted that the blister pack had not been opened as intended by peeling the blister pack apart but rather had been opened by pushing the needle hub assembly through the top paper webbing. This could have potentially created particles or fibers which were introduced to the fluid path causing the needle to become clogged. Based on the investigation conclusion bd was able to confirm the condition reported by the customer as returned sample was found to be clogged as light was not able to pass through the sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: in a 0.30 x 13mm (30g x 1/2) hypodermic needle box there are several of these needles that are clogged and unable to use.